Manufacturer narrative:
The hospital did not return calls from ge healthcare requesting further information and repair. No further details available. No report of patient involvement. (B)(4).

Event description:
The hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.